Manufacturer narrative:
.

Event description:
It was reported that the patient was seen due to breakthrough seizures and it was found that the generator battery was dead. It was reported that the patient's seizures were above the pre-vns baseline frequency. Generator replacement was planned. It was reported that the output current on (B)(6) 2014 was 3ma and diagnostics showed neos = yes. The nurse practitioner believes that the depleted battery caused the increase in seizures. No surgical intervention has been performed to date.